Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by the hcp indicated the patient was currently in a vegetative state. The ins's were not going to be explanted.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient's device showed elective replacement indicator (eri) through normal use of the device, and the patient's condition deteriorated before the device entered end of service (eos). The patient was transported to the hospital via ambulance because of suffocation due to clogged food. The patient was currently hospitalized. For eri, a device replacement procedure was initially scheduled for next week, but the schedule was postponed. Currently, the patient was in the state of persistent disturbance of consciousness. The causal relationship with eri was unclear. The physician required to know, when the device entered eri, if there was any change with the parameters and if the output dropped. Additionally, as the device could not be explanted, mdt data was obtained. The issue was not resolved. Additional information was received. The patient's date of birth is (B)(6). The patient's weight at the time of the event was unknown. The serial numbers of the ins's were (B)(4). The ins's implant date was (B)(6) 2014. The patient has yet to be scheduled for an explant. The patient's complete medical history, medications, and medical records related to the dbs implant were unknown. No further complications were reported as a result of this event. Additional information received from a manufacturing representative (rep) indicated both of the patient's devices were at eri. Refer to manufacturer report #3007566237-2018-03159 for details pertaining to the related reportable event.